Event description:
It was reported that a gore preclude pericardial membrane was implanted and later explanted (within the last two years) due to a foreign body granulating reaction.

Manufacturer narrative:
.